Event description:
At approx 21:09 the pt began experiencing life threatening arrhythmias. These arrhythmia events continued for approx 18 minutes unnoticed by the monitoring technician or the nursing staff. No audible alarms were sounded for the pt during this time period. At approx 21: 27 a nurse noticed the arrhythmia displayed on the monitor and went to check the pt. Another nurse noticed that the pt was unresponsive and called a code. The pt was transferred to ICU and later died.